Event description:
A home patient's nurse contactedbaxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during his automated peritoneal dialysis therapy. Per initial report, the home patient disconnected himself while the homechoice was running. Baxter's technical service center assisted the ho0me patient in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.